Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rapid decrease in battery longevity. It was noted that high impedance measurements below 90 ohms were recorded on the right ventricular (rv) channel. Technical services (ts) was consulted and based on engineering data analysis, determined that the device power consumption increased rapidly and in an irregular manner. Prompt device replacement was recommended. No adverse patient effects were reported. This crt-d remains in service at this time.